Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. When connected to ac power, the supply fan did not power on. The power supply multi out was replaced and the issue resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation. However, results are not available at this time. The reported issue of the localizer not connecting is referenced in MDR 1723170-2017-03265.

Event description:
A site representative reported that, while in a cranial resection case, while attempting to import the scans both monitors went black. The system was restarted multiple times with out resolution. The representative confirmed the video cables from the computer to video splitter were secure. The multi was plugged into multiple uninterruptible power supply (ups) ports with no resolution. The computer and rest of the navigation system was receiving power. There was a reported delay to the procedure of approximately 30 due to this issue before the procedure was cancelled. The procedure was rescheduled for later the same day however the localizer was not responding. The case was completed the following monday with no issues. There was no impact on patient outcome as a result of this issue.

Manufacturer narrative:
The analysis of the suspect power supply was completed by medtronic personnel. Testing found that the power supply fan would not power on and that the direct current had normal output while all other channels did not. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.